Event description:
A sales representative reported seeing posts on the instagram account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #17 of 21. The patient reported receiving coolsculpting to the submental and has now developed a hard mass that will require surgery.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A sales representative reported seeing posts on the (B)(6) account of a non-coolsculpting office. He reported there were several claims related to pah. He further reported the account has 129,000 followers, and the post discussing pah has 117 comments with many people discussing instances of possible pah and many false claims surrounding coolsculpting adverse events. This complaint captures patient #17 of 21. The patient reported receiving coolsculpting to the submental and has now developed a hard mass that will require surgery.